Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "it's not working". The patient said the device never worked for them since implant. The patient said they had it adjusted a couple of times, but it never helped. The patient also said when the doctor did the surgery, it did a lot of damage to their prostate, and now they cannot perform sexually. No further action was taken by pats. The patient mentioned that the device has been disconnected. The agent reviewed the MRI eligibility form with the patient. The patient was redirected to their hcp to further address the issue.